Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for laboratory analysis. The coil was returned stretched and entangled around the device positioning unit (dpu) except for the distal windings adjacent to the ball tip. The coil¿s socket ring was found pushed down under the outer sheath. The resheathing tool was found advanced onto the proximal section of the green introducer. The coil was returned unsheathed. The most likely contributing factor to the coil stretching during repositioning inside the aneurysm may have been due to the coil becoming temporarily anchored on the coils already deployed inside the aneurysm, on itself, or on the distal tip of the microcatheter. If this occurred during repositioning, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ further stretching to the coil may have occurred as it was being removed through the rotating hemostatic valve (rhv) with the green introducer positioned proximal to the rhv. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. While not complaint related, it was also found that the resheathing tool was advanced over the proximal end of the green introducer. This can produce damage to the sheath during coil removal and the resheathing process. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed. However, no conclusion can be definitively drawn with regard to whether one or more of the possible contributing factors identified in the analysis contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Event description:
The coil (cdf10015430/c18049) had partly stretched when the surgeon tried to position it. The surgeon had to remove it and changed another one to fill. No adverse event on the patient. No patient or vessel code information provided.